Manufacturer narrative:
This is one of three related reports. This report represents the third impella cp used and other reports were submitted to represent the other impella cp pumps used for this patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 74-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock staged, with a history of coronary artery disease. The patient developed epistaxis, initially described as minor by nursing staff, but it did not stop with manual compression. The heparin infusion was held. Hemoglobin decreased from 9.1g/dl to 8.6g/dl the following day. The patient remained on support. The reported epistaxis is consistent with bleeding-related complications associated with systemic anticoagulation required during impella support.

Manufacturer narrative:
D6b explant date was received and added.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.